Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had a catheter fracture in (B)(6) 2017 and it had not been replaced or revised. No symptoms were reported and no further complications were expected or anticipated.